Event description:
It was reported the surgeon noticed that the haptics on some of the implanted intraocular lenses (iols) seem to be temporarily sticking to the optic. Haptics unfolded in all cases and lenses remain implanted with no patient issues. The serial numbers of the iols were not identified.

Manufacturer narrative:
The intraocular lenses remain implanted with no consequences to the patients. Serial numbers for the devices were not identified precluding any additional investigation. The manufacturer will continue to monitor and trend all reports received. Remains implanted.